Event description:
Journal reference: winge et al. "Lower urinary tract symptoms and bladder control in advanced parkinson's disease: effects of deep brain stimulation in the subthalamic nucleus" movement disorders: 2007/22/2/220-225. In this prospective study they evaluated bladder symptoms and bladder control using questionnaires and urodynamics in a group of patient with pd with implantation of electrodes in the stn. Reportable event: one patient developed psychosis following dbs implant and before postoperative urodynamic evaluation.

Manufacturer narrative:
.